Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a procedure for colon cancer, the probe tip fell off inside the pt. The physician removed the broken piece. The physician replaced the device with a similar device and the procedure was competed. There was no pt harm reported.